Event description:
It was reported that before use upon start up of the cardiosave intra-aortic balloon pump (iabp) unit, there was a fan failure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1.: initial reporter: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,d9,e1(event site mail), g3,g6,h2,h3,h6(type of investigation, investigation findings, component code, conclusion),h11. Corrected field : e1 ( initial reporter ). A getinge field service engineer (fse) observed the fan (mca000000838) above the compressor, which generated a fan error, was replaced. Functional check and test run of the device according to the valid service manual. In accordance with act 375 / 2022 coll., as amended, adjustment and functional check were carried out according to the manufacturer's recommendations. The device was functional and capable of safe operation.